Manufacturer narrative:
Additional procode: hrx. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: photo investigation: the device was not returned. A photo-investigation was performed based on all the images/ x-rays. Upon inspecting all the photos/x-ray provided, the fragments of reamer head flange was observed to be embedded in the patient. The reported embedded condition can be confirmed with the information provided. The root cause of the reamer head breakage can be confirmed due to deviating from the recommended surgical approach of 10° as described in detail under CAPA (B)(4). As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA-(B)(4) was raised to determine the root cause of broken head breakages. Additionally, the product issue escalation (pie (B)(4)) was initiated to define any further action related to the breakage. This complaint condition cannot be investigated further until all the open activities will be concluded. Device history lot: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a femur procedure, the flange of the reamer head broke. There was a surgical delay of twenty (20) minutes. The procedure was successfully completed. Two fragments were generated and remained in the patient's left femur. This report is for one (1) 10.5mm reamer head for ria 2 sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: unknown.